Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported leaking and returned one used sample of material 2420-0007 and lot 24025788. The set was examined, and the leak was found at upper fitment of the silicon. The complaint of leakage was verified by small pinhole in the silicon pump segment. The root cause for the issue is potentially related to clinical practice. A member of our clinical team reached out about the issue 22apr2024. Device history record review for model 2420-0007 lot number 24025788 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: 04/05 at 2300 ivf's pumping at 8.5ml through alaris pump. 04/05 at 2330 noticed ivf's dripping on floor coming from tubing in cartridge chamber.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.